Event description:
The manufacturer received information alleging a ventilator was leaking and the device was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed steps during testing. The device's lcd screen and active exhalation control module were replaced to address the issues.